Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customers family member reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level was 469 mg/dl. Customer treated with insulin pump for high blood glucose. Customer was very nervous and customer did no troubleshoot for high blood glucose. Customer was walked through inserting set into inserter and was able to get it to lock in place. Customer was walked through rewind of insulin pump and verified insulin was exited tubing. Customer was able to insert set without issue noted. Caller stated that they will monitor and call as needed. Insulin pump will not be returned for analysis.